Manufacturer narrative:
Received an 8f dignity port for evaluation. A visual inspection revealed a no damage or defect to the port. The lumen and lock were not returned for evaluation. The device was forwarded to the device contract manufacturer for evaluation. Based on the sample analysis and the process verification, the root cause could not be found for the reported failure mode. Only the port was returned for investigation. Therefore, the catheter and catheter lock could not be evaluated. The port passed all leak testing and was dimensionally met specifications. We are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Port was placed in patient. Attempts to aspirate port before suturing failed. Port was injected with contrast which showed leaking from the device. Body of the port was then removed and replaced with a new device.